Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos cpu printed circuit board was replaced. The cine disk was formatted and the client configurations were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not complete the boot up process. No patient injury was reported.